Event description:
It was reported that a patient developed swelling of the lips after the procedure was performed using lasting touch. The symptoms resolved without any intervention.

Manufacturer narrative:
While it is unknown if the lasting touch used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.